Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate diagnosis of a vt episode as supraventricular tachycardia was observed. Patient did not receive therapy for vt episode. There were no adverse consequences to the patient as vt was slow and well tolerated. Session records were forwarded to st. Jude medical engineers for further review. In the meantime, programming changes were recommended.

Event description:
New information received notes that the programming changes were made and issue has been resolved.